Manufacturer narrative:
(B)(4).

Event description:
It was reported that metal shavings came off of the burr during use. Shavings were retrieved using suction. A backup device was available to complete the procedure following a short delay of less than 30 minutes. No patient impact was reported.

Manufacturer narrative:
Visual assessment of the returned device identified significant axial fractures through the adapter body, to the outer sheath. A contact point was identified at the bushing of the inner burr and a corresponding debridement of the outer sheath opposite the contact point that was observed. There is also a contact point at the proximal end of inner burr. The reported failure mode of shedding was confirmed. All indications point to an excessive lateral load being applied during use. Excessive ¿side-loading¿ on the blade during use does not improve cutting performance and may result in wear and degradation of the inner assembly. No root cause related to the manufacture of the device can be established. Device history record review found no deficiencies in the manufacture of this lot. Use error cannot be ruled out as a contributory factor.